Event description:
As reported by the (B)(4) study, a patient underwent index procedure due to isr of previously implanted cypher stent in the plad; and experienced chest pain and underwent revascularization of the mlad approximately (B)(6) months after the index procedure. The patient had a cypher stent placed in the plad on (B)(6) 2007. At the time of the index procedure, a 3.5 x 13mm cypher stent was implanted in the proximal left anterior descending due to positive stress test. Approximately (B)(6) months after the index procedure, the patient experienced chest pain. Upon presentation, the patient was found with chest pain and pressure that radiated to the jaw. It was reported that the patient was seen in the ER for acute coronary syndrome, -ve cardiac markers, and was sent for a stress test. The cardiac cath revealed stenosis in the mlad and also 70% stenosis in the circumflex lesion. Based on the reported information, at this time patient underwent revascularization of circumflex only. Around 2 months later, patient underwent revascularization of the mlad. The lesion was not within 5mm of index stent. The outcome of the event and investigator's causality were unavailable at the time of report. Additional information was received regarding previously deployed stent on (B)(6) 2007. The site confirmed that the patient had a 3x33mm cypher stent placed on (B)(6) 2007 in the plad prior to the index procedure. The coordinator has confirmed that the mlad lesion on (B)(6) 2012 was not within 5mm of both previously placed cypher stents in the plad. However, it is unknown if the index lesion was within 5mm of cypher stent placed on (B)(6) 2007 since procedure was performed in the same plad lesion.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced instent restenosis of a previously placed cypher stent, which was the indication for the index procedure. This is an unknown patient with unknown medical history, but had a cypher stent placed in plad on (B)(6) 2007. At the time of the index procedure, a 3.5 x 13mm cypher stent was implanted in the proximal left anterior descending due to positive stress test. Additional information was received regarding previously placed cypher stent on (B)(6) 2007. Upon requesting more information from site, site confirmed that the patient had a 3x33mm cypher stent placed on (B)(6) 2007, in the plad prior to the index procedure. At the time of index, the patient had a 3.5x13mm cypher stent placed in the ostial lad region. There were no reported procedural complication and the patient was discharged on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. There has been no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the available information, it is not possible to make a conclusion regarding possible contributing factors.